Event description:
The patient reported e4 (occlusion) error was displayed on the infusion device. The infusion site and tubing were changed on the day of the report. He disconnected from the infusion site and primed the infusion tubing without error. He removed the headset and found the cannula was bent. He inserted a new headset and had no further issues. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.